Manufacturer narrative:
Philips service reseated cables and power supply and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a geometric error occurred due to an ethercat communication issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.